Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhoids ("hemorrhoids") and autoimmune disorder ("autoimmune disorder: joint problems due to nickel") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, pruritus, pap smear abnormal, uterine cramps, painful intercourse, obesity and sulfonamide allergy. Concomitant products included propranolol for anxiety, fluticasone for multiple allergies, ibuprofen for pelvic pain, acetic acid for skin irritation, ergocalciferol (vitamin d2) for vitamin d deficiency as well as diphenhydramine hydrochloride (benadryl) and fexofenadine (allegra). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hypersensitivity ("allergic or hypersensitivity reaction"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced blood urine present ("bladder or urinary problems or changes: blood in urine"), dysmenorrhoea ("dysmenorrhea"), sensory loss ("neurological conditions or problems: loss of feeling"), hypoaesthesia ("neurological conditions or problems: numbness of legs"), arthralgia ("neurological conditions or problems: joint pain/knee pain/hip pain/joint pain in fingers,toes and elbow"), pruritus ("rashes or skin conditions: itchy/itchy skin/allergic or hypersensitivity reaction: itchy"), urticaria ("rashes or skin conditions: hives/allergic or hypersensitivity reaction: hives"), rash macular ("rashes or skin conditions: red patches / allergic or hypersensitivity reaction: red patches "), urinary tract infection ("recurrent uti"), vulvovaginal mycotic infection ("yeast infection"), sinusitis ("sinus infection"), ear infection ("ear infections"), dizziness ("dizziness") and allergy to metals ("nickel allergy"). In 2007, the patient experienced cystitis ("recurrent bladder infections") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue") and ovarian cyst ("ovarian cysts"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dyschezia ("gastrointestinal or digestive system condition: painful bowel movement"). In 2011, the patient experienced white blood cell count increased ("blood or heart disorder/condition: white blood cell count elevated"), palpitations ("blood or heart disorder/condition: palpitations"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision: blurred "), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings") and chest pain ("chest pain"). In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), arthropathy ("autoimmune disorder: joint problems due to nickel"), bacterial vaginosis ("infection: bacterial") and vertigo ("neurological conditions or problems: vertigo"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On an unknown date, the patient experienced haemorrhoids (seriousness criterion medically significant), vulvovaginal pain ("vagina pain"), vomiting ("vomiting"), peripheral swelling ("swelling in my fingers, toes, knees and ankles") and proctalgia ("rectum pain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy essure coil removal) and surgery (hemorrhoids surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, arthropathy, blood urine present, white blood cell count increased, palpitations, dysmenorrhoea, dyspareunia, dyschezia, constipation, bacterial vaginosis, migraine, headache, nausea, sensory loss, pruritus, urticaria, rash macular, vaginal discharge, vision blurred, depression, anxiety, mood swings, chest pain, urinary tract infection, vulvovaginal mycotic infection, sinusitis, ear infection, cystitis, ovarian cyst, vulvovaginal pain, allergy to metals and proctalgia outcome was unknown, the fatigue, arthralgia and peripheral swelling had not resolved and the hypoaesthesia, vertigo, dizziness, abdominal pain and vomiting had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, arthropathy, autoimmune disorder, bacterial vaginosis, blood urine present, chest pain, constipation, cystitis, depression, dizziness, dyschezia, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, palpitations, pelvic pain, peripheral swelling, proctalgia, pruritus, rash macular, sensory loss, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vomiting, vulvovaginal mycotic infection, vulvovaginal pain and white blood cell count increased to be related to essure. The reporter commented: the right tube was cannulated and placed with three coils showing. The left tube was cannulated and placed with eight coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure blocked the dye from passing on (B)(6) 2007. On (B)(6) 2015 cochlear implant was done. On 2012 and 2015 hemorrhoidectomy was done. On 2015 colonoscopy was done. On (B)(6) 2012 hemorrhoids was done. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urticaria, pruritus, headache, dyspareunia, dysmenorrhoea, vertigo, abdominal pain, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and m.r received: events added from pfs- abnormal bleeding (general, vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia, autoimmune disorder: joint problems due to nickel, bladder or urinary problems or changes, blood or heart disorder/condition: white blood cell count elevated, palpitations, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition: painful bowel movement, constipation, infection: bacterial, migraines/headaches, nausea, neurological conditions or problems: loss of feeling and numbness of legs, joint pain, vertigo, nickel allergy, severe and persistent pain, rashes or skin conditions: itchy, hives, red patches, vaginal discharge, vision: blurred, depression, anxiety, mood swings, recurrent uti, yeast infection, ear infections, sinus infection, recurrent bladder infections, severe and persistent abdominal pain, hip pain, knee pain, vagina pain, rectal pain, hemorrhoids, vomiting, swelling in my fingers, toes knees and ankle. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain'), haemorrhoids ('hemorrhoids') and autoimmune disorder ('autoimmune disorder: joint problems due to nickel') in a 34-year-old female patient who had essure (ess205) (batch no. 623461) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, pruritus, pap smear abnormal, uterine cramps, painful intercourse, obesity and sulfonamide allergy. Concomitant products included propranolol for anxiety, fluticasone propionate for multiple allergies, ibuprofen for pelvic pain, acetic acid for skin irritation, ergocalciferol (vitamin d2) for vitamin d deficiency as well as diphenhydramine hydrochloride and fexofenadine hydrochloride (allegra). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and experienced dysmenorrhoea ("dysmenorrhea"), sensory loss ("neurological conditions or problems: loss of feeling"), hypoaesthesia ("neurological conditions or problems: numbness of legs"), neuralgia ("neurological conditions or problems: joint pain / knee pain / hip pain/joint pain in fingers,toes and elbow"), pruritus allergic ("rashes or skin conditions: itchy / itchy skin / allergic or hypersensitivity reaction: itchy"), urticaria ("rashes or skin conditions: hives / allergic or hypersensitivity reaction: hives"), dermatitis allergic ("rashes or skin conditions: red patches / allergic or hypersensitivity reaction: red patches "), urinary tract infection ("recurrent uti"), vulvovaginal mycotic infection ("yeast infection"), sinusitis ("sinus infection"), ear infection ("ear infections"), dizziness ("dizziness") and allergy to metals ("nickel allergy"). In 2007, the patient experienced cystitis ("recurrent bladder infections") and abdominal pain ("severe and persistent abdominal pain"). In august 2007, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue") and ovarian cyst ("ovarian cysts"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dyschezia ("gastrointestinal or digestive system condition: painful bowel movement"). In 2011, the patient was found to have white blood cell count increased ("blood or heart disorder/condition: white blood cell count elevated") and experienced palpitations ("blood or heart disorder/condition: palpitations"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision: blurred "), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings") and chest pain ("chest pain"). In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), arthropathy ("autoimmune disorder: joint problems due to nickel"), bacterial vaginosis ("infection: bacterial") and vertigo ("neurological conditions or problems: vertigo"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On an unknown date, the patient experienced haemorrhoids (seriousness criterion medically significant), vulvovaginal pain ("vagina pain"), vomiting ("vomiting"), peripheral swelling ("swelling in my fingers, toes, knees and ankles") and proctalgia ("rectum pain"). The patient was treated with surgery (bilateral laparoscopic salpingectomyessure coil removal and hemorrhoids surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, arthropathy, blood urine present, white blood cell count increased, palpitations, dysmenorrhoea, dyspareunia, dyschezia, constipation, bacterial vaginosis, migraine, headache, nausea, sensory loss, pruritus allergic, urticaria, dermatitis allergic, vaginal discharge, vision blurred, depression, anxiety, mood swings, chest pain, urinary tract infection, vulvovaginal mycotic infection, sinusitis, ear infection, cystitis, ovarian cyst, vulvovaginal pain, allergy to metals and proctalgia outcome was unknown, the fatigue, neuralgia and peripheral swelling had not resolved and the hypoaesthesia, vertigo, dizziness, abdominal pain and vomiting had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthropathy, autoimmune disorder, bacterial vaginosis, blood urine present, chest pain, constipation, cystitis, depression, dermatitis allergic, dizziness, dyschezia, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, neuralgia, ovarian cyst, palpitations, pelvic pain, peripheral swelling, proctalgia, pruritus allergic, sensory loss, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vomiting, vulvovaginal mycotic infection, vulvovaginal pain and white blood cell count increased to be related to essure (ess205). The reporter commented: the right tube was cannulated and placed with three coils showing. The left tube was cannulated and placed with eight coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure blocked the dye from passing on (B)(6) 2007. On (B)(6) 2015 cochlear implant was done. On 2012 and 2015 hemorrhoidectomy was done. On 2015 coloscopy was done. On (B)(6) 2012 hemorrhoids was done. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urticaria, pruritus, headache, dyspareunia, dysmenorrhoea, vertigo, abdominal pain, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received-lot number added, reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report